Manufacturer narrative:
The insulin pump functioned properly during tests. No excessive no delivery alarm noted. The insulin pump received with cracked reservoir tube lip.

Event description:
It was reported that the customer received multiple no delivery alarms from her insulin pump. The customer's blood glucose level was 228 mg/dl. The customer stated the alarm was resolved with a reservoir change. Standard troubleshooting was declined. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.